Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a high blood glucose event. The customer¿s blood glucose level was over 400 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump had several motor error alarms and the customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer had a high blood glucose of 400 mg/dl and treated with insulin pump and manual injection. Customer's parent declined high blood glucose troubleshooting due to insulin pump was stuck on rewind loop. W the customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. Device had cracked case at display window corners, cracked reservoir tube lip, minor scratched and cracked display window, stained end cap sticker and stained address or serial number label.